Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Device had with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and some of the buttons have an intermittent response and the up arrow button is completely unresponsive. The customer stated the insulin pump was exposed to moisture because he rode his bike through the rain. Blood glucose value was 140 mg/dl. The customer also reported he had been receiving no delivery alarm for almost a year and was advised to change the infusion set type. The customer declined troubleshooting for no delivery. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.